Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional. A mechanical issue was confirmed after palpation and visual inspection of the device; therefore, it was decided to perform a revision. The entire ipp was removed and replaced. No patient complications were reported.